Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, microscopic visual inspection of this ekosonic endovascular device infusion catheter showed cracks in the coolant and drug luers. The device was tested for leaking, and it was noticed that the device leaked from the coolant and drug luers, where the cracks were present.

Event description:
Reportable based on device analysis completed on 01nov2024. The returned device evaluation revealed cracks in the drug and coolant luers and leaking was observed where the cracks were present. It was reported that the drug luer was cracked. This 106x12cm ekos endovascular device was selected for use during a bilateral lower extremity arterial procedure. Two catheters were placed; however, during treatment in the intensive care unit, the drug luers were noted to be cracked. There were no patient complications.